Event description:
A customer reported leakage with a small volume infusor device in the pouch during storage. According to the report, the cause of the leak was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 to june 21, 2014. Evaluation summary: the evaluation of the returned device is complete. During visual inspection, fluid was observed within the over pouch that contained the device due to the blue winged luer cap being untightened. The blue winged luer cap was then hand tightened, and the device was filled with water and observed for leakage until the following day. No leakage was observed during this test. Leakage due to a defective product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.